Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software was functioning as designed. Incorrectly entered information caused the lockout. This was a configuration issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: m450001b015, software version: 3.2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Concomitant medical products: product ID: m450001b018, software version: 3.3.1. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, the system had an e11c lockout error for over twenty minutes while the patient was sedated. The error eventually cleared and the site was able to continue the case. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.